Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative. It was reported that the battery appeared to have depleted a bit quick. Six months ago, the ins was 2.73 volts and now it was at 2.63 volts.

Manufacturer narrative:
Review of additional information received indicated that this was an implantable cardioverter defibrillator (ICD) query, and did not involve an implantable neurostimulator. Thus there is no evidence to reasonably suggest that the implantable neurostimulator in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Refer to MFR report # 9614453-2018-01684 for the report of this event for the ICD device. If information is provided in the future, a supplemental report will be issued.